Manufacturer narrative:
(B)(4). Device history record (DHR) review was conducted for the reported lot number and serial numbers. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following several unsuccessful cavity integrity assessment (cia) tests with two devices during an attempted novasure endometrial ablation procedure, the physician aborted the case. No perforation was noted during several hysteroscopies throughout the procedure; however, the physician suspected a perforation. The physician completed the ablation procedure using a competitive device. On (B)(6) 2010, the physician reported the pt had been seen on f/u and was "fine." A hysteroscopy, dilation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.